Event description:
Patient presented to the physician with a scab at the chest incision site. Upon examination, the physician noted that the site appeared consistent with cellulitis and prescribed antibiotics. Patient presented back to a different physician with an open wound superior to the right aspect of the chest incision site, exposing the ipg. Physician debrided the wound in clinic and closed the site. Patient will continue with the previously prescribed course of antibiotics.